Event description:
It was reported by service report that the gas cylinder leaking on foot end. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(4). The plunger with the anterior needle tip, suture with posterior needle tip, link and cuffs were not returned which limited the investigation. Evaluation of the returned device found blood present in the returned device. The body of the device, lever, foot, guide and sheath was returned with no damage or abnormalities detected that would contribute to the reported cuff miss. Both ends of the foot were examined and there were no needle strike marks detected. A proxy plunger could not be inserted to test the needle trajectory due to excessive dried blood in the guide. Based on the limited investigation findings, the root cause could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.